Event description:
The crt-d was returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. Initial testing of the setscrews found that they all moved freely and without issue. Further microscopic inspection of the header noted that the atrial seal plug was missing and the retainer ring was bent upward. This damage indicates that excessive force was used to retract the setscrew. The other seal plugs were found to be intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that this atrial setscrew was stuck during the explant procedure and excessive force was used to loosen it.

Manufacturer narrative:
The crt-d was successfully replaced and will be returned for laboratory analysis of the setscrew. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced due to this patient experiencing chronic infections for over three years. During the replacement procedure, the atrial setscrew would not disengage. After several attempts, it was noted that the quad ring fell out. Eventually, this setscrew was able to be disengaged. No adverse patient effects were reported.